Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called for assistance with programming the insulin pump. Blood glucose reading was 487 mg/dl. The customer stated that she received a new insulin pump and felt there was something wrong in the programming leading to high blood glucose. Assisted the customer with programming her basal rates correctly. Nothing further reported.